Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the server, opened ssms, and noticed that both the report server and report server temp database statuses were at (recovery pending). This was due to multiple errors in etl indicating an inability to connect to the report server database. The specialist attempted to proceed with the knowledge article "medstation es ¿ database stuck in recovery pending status ¿ missing dbd_key file" but failed with an error after taking the report server database connection offline. Both the report server and report server temp database experienced the same errors and are now out of pending recovery. The customer was able to run the reports as well. Please verify. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system patching failed and device was not connecting. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.